Event description:
The customer contacted philips healthcare to report the damaged battery pins on battery pca. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
(B)(4).